Event description:
Patient was being fed using a pump. Patient experienced an incomplete feeding on one night and missed another feeding entirely on the following night. Reporter stated the pump was not working properly. The volume is being recorded but it is not pumping through. Reporter stated the event was caused by the device and the nursing staff not checking on the patient. There was no illness, injury, or medical intervention resulting from the event. One patient involved. Note: the event date given is approximate.

Manufacturer narrative:
Ross standard procedures include attempting to obtain all required information from the foreign source. Ross will provide additional information as soon as our lab report is finalized.